Event description:
On (B)(6) 2013, the pt with diagnosis of acute mi and was intubated by the attending emergency technician and approximately within 14 minutes the pt had to be reintubated due to air leak. The second intubation was assessed by respiratory and advanced 3 cm and the air leak continued even when taken off the vent and bagged. The anesthesiologist was consulted and they advanced the ett tube to 26 cm and the leaking ceased. Covidien is attempting to gather further details related to this report. Reference MFR report # 2936999-2013-00229.